Manufacturer narrative:
Tandem technical support reviewed customer's pump data, and will be replacing the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer is experiencing elevated blood glucose levels this morning. Elevated bg levels were treated by administering a manual injection. System check was performed, and the pump performed as intended. The customer is working with their clinical diabetes specialist to try alternative infusion sites. Customer is also to send pump data for review.